Manufacturer narrative:
Analysis of the ins 7427 , serial # (B)(4) found functionally okay/insignificant anomalies. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was scheduled for a replacement. Patient stated she thinks the whole system will be changed/replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they first started experiencing stimulation issues over 2 years ago. The patient clarified that there was still power and they were still feeling the stimulation. The patient stated that she feels the stim in areas that she shouldn't like her stomach. The patient stated that she thought it died down at one point but it started back up. It was noted that the patient does not have a managing physician since her previous hcp (dr. (B)(6)) will not see her and was told to check with a oain clinic at (B)(6) hospital. The patient stated that the issue has not been resolved and was recommended to follow up with a hcp in (B)(6) from the physician listing sent. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the stimulation wasn¿t working and wasn¿t comfortable and clarified that sometimes she felt it and sometime she didn¿t. The patient noted sometimes it was mild and sometimes it was strong and she felt stimulation in her rectum, vagina, spine and stomach, but she knew it was possible to feel stimulation in different locations because it happened during the first programming. The patient stated every six months a manufacturer representative came out to reprogram and the first two times it was reprogrammed the settings were uncomfortable and the result wasn¿t great. The third time she was told the battery was out of power and was told by a nurse that she was not feeling stimulation, but the patient stated she could feel stimulation. The patient mentioned that when she was still she didn¿t feel stimulation much but when she bends or goes up and down the steps she could feel stronger stimulation and in places it shouldn¿t be. The patient reported she fell asleep and stimulation was mild and when she woke up it was stronger. The patient stated that the stimulation issues started last spring in 2016 or before that and the implant was out of power in the fall probably two years ago. The patient was going to follow-up with a healthcare professional to discuss replacement surgery. The indication for use was chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.